Manufacturer narrative:
There was no adverse event associated with this complaint. The pump was not returned to animas for investigation. If the pump is returned, an investigation will be conducted, and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the pump clock kept inaccurate time.